Event description:
It was reported that the patient presented with failure to capture exhibited on the right ventricular (rv) lead. The rv lead was explanted and replaced. Patient condition was stable.

Manufacturer narrative:
The reported event of loss of capture was not confirmed. A full lead was returned in one piece for analysis. Electrical testing, visual and x-ray inspections of the lead were normal with no anomalies found.